Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the device was running handpieces when the handswitch was not pressed or while the device was in safe mode. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device is not repairable and will not be returned to the user facility.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device was running handpieces when the handswitch was not pressed or while the device was in safe mode. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.